Event description:
One breast implant had a premature rupture of implant resulting in need for further surgery. She had rupture of her left saline implant about a year ago and presents now due to asymmetry.